Event description:
It was reported to philips that the device gave a disabled message. There was no patient involvement.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address line 2: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer and found that the device needed to have the operational check run. The rse instructed the customer to run an operational check on the device. The device remains at the customer site and no further evaluation is required at this time.